Event description:
It was reported the subject device had no image. The issue was found at preparation for use. No patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found no image and error e222 on the screen due to faulty cable. Additionally, findings found chipped packing cab seal and rear cover label is faded. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.